Event description:
During routine testing of the device at the service center, the service tech observed the battery was cracked. The monitor was originally returned for a problem with the probe. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.